Event description:
A pediatric pt experienced a drop in blood pressure and hemoglobin, as well as hypovolemia while on the apheresis machine. This required immediate fluid volume replacement. Spill over of the pt's plasma into bag was approx 300cc's. Also, machine did not return blood to pt. Hypovolemic state was reversed following 250cc of plasma, IV fluid bolus and rbc transfusion.